Event description:
It was reported that during a lap assisted distal gastrectomy, the device became not to be activated. When the blade was touched, it was broken off. The broken blade did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was found to be broken at the discoloration (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. A batch record review was performed and no anomalies were found during the manufacturing process.